Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. Upon inspection the stm found several "gas loss" and "catheter restricted" alarms. The iabp failed the pressure vent leak test. The stm found the latch on the compressor, which holds down pressure and vacuum, hoses had vibrated loose, reducing pressure and causing the failure. The stm tightened the latch on the compressor and the iabp passed the test. The stm checked all EKG trigger modes and there was no problem found. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that while in use on a patient the cardiosave intra-aortic balloon pump (iabp) showed a warning that gas loss was not correctable, also EKG tracings: a-paced had a traced, but v paced did not. There was no harm or injury to patient and no adverse event was reported.